Manufacturer narrative:
Additional information received on 28 dec 2015 includes: hard bone, sclerotic bone screw 7x35mm (no more information) doctor didn't use the tap in this case. On 26 jan 2016, the r&d project manager confirmed the root cause as use error. On 27 jan 2016, it was prepared a final report with the information already submitted in the initial report and here above. On 27 jan 2016, the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On (B)(4) 2015 the r&d project manager made a preliminary investigation: breakage of the instrument tip during final insertion of the implant in the bone. This might happen in case of hard bone or large screw diameter if the surgeon doesn't perform bone tapping. The implant itself is not damaged and doesn't need to be replaced. The surgeon can continue and complete the surgery with the second driver provided in the set. On 14 dec 2015, the r&d project manager performed a visual inspection and confirmed the breakage of the instrument tip during final insertion of the implant in the bone. This might happen in case of hard bone or large screw diameter if the surgeon doesn't perform bone tapping. No information is provided about screw size, patient condition and procedure. The torx tip of the instrument is known to whitstand about 9nm, which is a significant high torque compared to the screw insertion torque normally needed. The event can be rated a user error (no tapping of hard bone/large screw diameter). Batch review performed on 21 december 2015: lot 1410875e: (B)(4) items manufactured and released on 30 september 2015. No anomalies found related to the issue. No similar events reported for the same lot.

Event description:
When the doctor was finishing to screw a pedicle screw, the tip of the screwdriver broke inside of the screw.